Event description:
The advocate stated the customer tested his blood glucose using his contour meter and received a reading of 65 mg/dl. His glucose was retested using another meter and that reading was 200 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for eval. Replacement test strips were sent to the customer.